Event description:
It was reported that boot-up of the programmer was slow. In addition, the printer was not working and displayed an "overheated" message. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Boot up of the programmer was slow and the printer was not working and display an "overheated" message. A printed circuit board was found out of electrical specification.